Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact thought that the pump's occlusion sensors were not working properly as multiple occlusions had been received. A system check was performed using the current supplies on the pump and the occlusion appeared to be related to the non-tandem infusion set tubing. Tandem technical support recommended that the tubing be changed. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level.